Event description:
It was reported that during a percutaneous coronary intervention procedure, the maverick2 monorail balloon ruptured at 6 atms. The number of inflations and to what atms is unk. The 99% stenosed, non-calcified lesion was located in the non-tortuous node artery. The balloon was advanced to the lesion without difficulty. The procedure was successfully completed with another of the same device. No pt injuries or complications were reported. Pt status is reported as "good."

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. A review of the mfg records for this particular batch (8785041) found that the device met its material, assembly and product specifications. Should further relevant info become available; a supplemental medwatch report will be filed.